Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited an increase in threshold measurements. An increase in pacing impedance measurements was also observed including high out of range pacing impedance measurements greater than 2,000 ohms. Additionally, low lv intrinsic amplitudes were observed. Additional information was received indicating high pacing impedance measurements and high threshold measurements continued to be observed. The lv lead was programmed off and will be further evaluated when the patient's device needs replacement. Additional information was received indicating the patient implanted with the lv experienced worsening heart failure. An invasive procedure was performed to replace the lead. The lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported. Additional information was received indicating the cause of the high pacing impedance measurements was due to a fracture. No additional adverse patient effects were reported. The device remains implanted.